Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has screen issues.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. A getinge field service engineer (fse) evaluated unit and confirmed that the display had pixel spots throughout the display. Fse tried replacing the display but this did not correct the issue. Fse then replaced the video generator pcb. This corrected the display issue. Fse completed the performance tests with no further issues. Fse completed the pm. The unit was approved for clinical use and returned to the department. The defective components were received for further investigation. The failure analysis and testing department received part associated with this complaint: video gen. Board. This part was received with a reported unit failure message of pixel starts on display. Performed visual inspection of this part received and part looks to be in condition. Installed the video gen. Board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified failure and observed pixel stars on display when unit boot up. Video gen. Board failed testing. The part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining board in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has screen issues. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e1(name),e2, h6(clinical & impact)).